Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted air bubbles with multiple infusion sets in the tubing. The customers blood glucose level was impacted (over 600 mg/dl) and (284 mg/dl) at the time of the call with tandem technical support (cts). The customer took a manual injection to stabilize bg level. The customer was instructed on how to expel air bubbles by performing fill tubing. However, the customer stated that the air bubbles did not move. It was indicated that it could possibly be discoloration in the infusion set tubing. However, it was not confirm. Multiple follow up attempts were made to complete troubleshooting with the customer that were unsuccessful.